Manufacturer narrative:
The reported instrument recognition issues could not be replicated during a field evaluation performed by the fse. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the surgeon made the decision to abort the da vinci si prostatectomy procedure after encountering instrument recognition issues with psm 1 and 3.

Event description:
It was reported that during a da vinci si prostatectomy procedure, the surgical staff encountered an issue where the patient side manipulator (psm) 1 and 3 were not recognizing instruments. The psm is an instrument arm located on the patient side cart (psc) that provides sterile interface for the endowrist instrument. Due to the alleged issue, the surgeon made the decision to abort the surgical procedure post-anesthesia administration and port placement. At the time the event occurred, the surgical staff contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The surgical staff tried multiple instruments and re-draped the system. The surgical staff also rebooted the system several times, verified that all cannulas were seated properly, and the sterile adapters were responding. However, the instrument recognition issue persisted with both psm's. On the same day the event occurred, an isi field service engineer (fse) assisted a clinical sales representative (csr) with troubleshooting the system. After the csr installed training instruments and sterile adapters on the system, the system was able to follow on matching grips (fomg) and without any issues. The fse then performed a field evaluation at the site. Through troubleshooting, the fse was unable to replicate the reported instrument recognition issues using the same instruments and cannula involved with the da vinci surgical procedure that was aborted earlier in the day. Prior to the field evaluation, the surgical staff had discarded the drapes and sterile adapters used during the aborted da vinci surgical procedure. The fse performed a full verification of the system and no issues were found. The fse verified that the system was ready for use. On november 6, 2013, isi contacted the initial reporter (a nurse) of this complaint. The initial reporter indicated that to her knowledge, the patient did not experience any complications after the da vinci surgical procedure was aborted. The initial reporter also stated that the surgeon brought the patient to another unspecified facility on an unknown date to have the prostatectomy performed. The initial reporter indicated that the site has not had any reported recurrences of the instrument recognition issues with psm 1 and 3. No further information was provided.